Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue was resolved with explant of the devices. Rep noted the explanted system was discarded by the customer.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain and redness at the ins site.  Patient has redness and tenderness at the ins site without any wound weeping. Patient was brought into the office to see a provider and the provider decided the best course of action is to start the patient on antibiotics out of precaution. The patient was advised to turn her stim off and to not charge the ins until she comes back for her follow up. Staples were removed on (B)(6) and the provider states the wound was fine at that time and stim was ok to be turned on and charged. Patient noticed some small pain on wednesday, (B)(6) and reported the redness and tenderness on thursday, (B)(6). Patient was brought into the office to see a provider who placed steri strips over the wound and called in clindamycin for the patient to start. Patient is to turn stim off and not charge until she comes back in at a week for a follow up. The rep later updated that the ins and leads were explanted on (B)(6) 2024 by a neurosurgeon at the hospital per infectious disease request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.